Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by mr.: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent deployment issue occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. An epic stent was advanced and deployed to treat the lesion. Post deployment, post-dilatation was performed but the stent did not expand well. Therefore, a 2.0cm / 135cm peripheral cutting balloon was advanced but the balloon ruptured at 6 atmospheres. The cutting balloon was completely removed from the patient and the procedure was completed with a different device. No patient complications reported and the patient's status was good.